Event description:
It was reported that this implantable lead was capped due to other/non-product experience. No additional patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).